Event description:
High frequency oscillator ventilator was stopped to suction patient. When the respiratory therapist went to place patient back on ventilator, the start/stop button did not work. Alarms were set appropriately and no leak in the system was detected. The patient was bagged while a new oscillator was set up. No apparent harm to patient noted. Vital signs stable during event. Ventilator placed in dirty equipment room and red tagged for biomedical department. The circuit left on ventilator; however, blender was removed so that a backup ventilator could be set up.